Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other armada 18 referenced in describe event or problem is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a heavily calcified peroneal artery. A 3.0 x 150 mm armada 18 balloon catheter ruptured during the first inflation below nominal pressure. A second 3.0 x 150 mm armada 18 balloon catheter also ruptured during the first inflation below nominal pressure. Both devices were prepped per the instructions for use and there was no resistance advancing the devices. A non-abbott .035 balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.